Event description:
When the device was removed from the packaging, it was noted that the shaft was broken. The device was not resterilized.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.